Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drives/ system was safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the panorama central station, which may affected telemetry monitoring. No patient injury was reported.